Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report #1627487-2018-05799. It was reported the patient's scs system would not to increase amplitude settings. Reportedly, diagnostic testing of the first lead identified high impedances on all contacts. Reprogramming of the second lead was unable to provide the patient with completed pain coverage. As a result, surgical intervention may be undertaken as the next course of action to address the issue.